Manufacturer narrative:
It was reported the facility has not been performing the water line disinfection (wld) cycle required after the six month filters replacement on their dsd edge automated endoscope reprocessor (aer) since installation. Thus, there is potential for endoscopes to be exposed to contamination which could potentially cause patient exposure. Medivators field service engineer (fse) was at the facility training the biomed on their recently installed advantage plus aer, when the biomed reported they didn't run the water line disinfection cycle with the previous machine they had at their facility. It was also observed by medivators fse that this facility did not follow appropriate maintenance instructions on all their equipment. The medivators fse trained the biomed on how to perform the water line disinfectant cycle on the advantage plus aer and on associated quality procedures. There have been no adverse events reported for this facility. This complaint will continue to be monitored in the medivators complaint system.

Event description:
It was reported the facility has not been performing the water line disinfection (wld) cycle required after the six month filters replacement on their dsd edge automated endoscope reprocessor (aer) since installation. Thus there is potential for endoscopes to be exposed to contamination which could potentially cause patient exposure.